Event description:
Customer reports protime inr 3.1 vs unspecified lab inr 4.2. Patient therapeutic range 2.0 - 3.0 inr. Coumadin held based on lab result. Customer questioned protime inr since patient suffered from bleeding from ears and skin tears. Bleeding subsequently stopped and patient is fine. The next day, protime inr 4.7 vs lab inr 2.6. Five days later, protime inr 1.9 vs lab inr 1.6.

Manufacturer narrative:
Manufacturer method - manufacturer evaluation / investigation pending product return from user facility.